Event description:
Rptr states, the pt tested 2.3 inr on the coaguchek s sys and 1.6 inr on a professional coagulation measuring sys. No timeframe provided for test results. No adverse event reported. No treatment info provided. Requested return of suspect sys for eval. Rptr did not specify which lot was in the coaguchek s sys.

Manufacturer narrative:
Event occurred in another country.